Event description:
Information received by medtronic indicated that insulin pump had low battery alarm or short battery life and replace battery alarm. Customer had pump errors and alerts 23 (post-reset ram crc alarm), 68 ( trace pointers are invalid), and 49 (history pointers failed. The history pointers are corrupted). The customer was assisted with troubleshooting. Customer did not receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The battery cap was not loose, cracked or damaged. Customer stated that it was the second occurrence of replace battery now alarm in less than 8 hours after low battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed displacement test, self-test, active current measurement and sleep current measurement. Pump was monitored. No replace battery now alert, pump error 68, pump error 49 or pump error 23 noted. Unit successfully downloaded to thus. Pump trace download analysis confirmed the pump alarmed replace battery now alert on 6/15/2023 11:00:00 pm, pump error 68 on 6/15/2023 9:12:03 pm, pump error 49 on 6/15/2023 9:12:21 pm and pump error 23 on 6/15/2023 9:12:44 pm. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed the replace battery now alert, pump error 68, pump error 49 and pump error 23 were triggered due to moisture damage to the pcb1 board and pcb2 board. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay, and cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed the pump alarmed replace battery now alert, pump error 68, pump error 49 and pump error 23 due to moisture damage to the pcb1 board and pcb2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.